Event description:
The nurse informed that the pt came to outpatient department of the orthopedic surgeon as postoperative scan for knee endoprosthesis and told that 1.5 month time hip has been painful and made much noise. Hip x-ray showed that head maybe broken. Intraoperative could be seen that the head was unbroken but liner was in extremely small pieces.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.